Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective multiple hardware. The fse replaced the syringes, degasser tube, decontaminated the analyzer and performed manual cleaning of cuvettes which resolved the issue. Date of birth:information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise), creatinine, bilirubin, magnesium and triglyceride patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.